Event description:
An end user reported she noted a reddened, tender open area with discharge under the brown barrier area of her durahesive wafer. The end user stated she first noted this on (B)(6) 2013 the day she began using the product.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user stated she uses stomahesive powder an a protective barrier. It was reported that the products were samples, thus no lot number was available. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.